Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device restarted several times while powered on, also a loud noise. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Other text: additional information provided in h3, h6, and h10. Device evaluation: a sample was returned; all labels were still intact and no physical damage was found on the device. Review of the event history log confirmed that there was a record of power down, immediately after the pump operated, on march 13, 2023. A functional testing was done and it could not confirm the customer reported issue. Preventively, the motor and back up capacitor were replaced. Device history record (DHR) review summary: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 10/2021) and there was no indication the complaint was related to previous service of the device.